Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an allergic reaction occurred post implant. A 2d helical ¿ 35 coil was successfully implanted in the collateral vein from an av fistula. During the next day follow up, the patient complained about some redness and irritation in the area that was coiled. The patient did not receive any additional treatment and the event was resolving and the patient was back to doing normal activates.